Event description:
A hypothermic patient required placement of an alsius catheter in the right femoral region with ultrasound guidance. The physician placed the dilator without complications and then placed the catheter over the wire. When the physician was pulling the wire out, the wire started to fray and the physician had to remove the entire set-up. After the next attempt, a new catheter was placed without complications and the patient was hooked up to the thermal regulation system for warming.====================== manufacturer response for heat exchange cath, icy intravascular heat exchange catheter kit======================a company representative has been contacted. They have left the message that they would like to obtain the catheter, but arrangements have not been made to-date.